Manufacturer narrative:
Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Labeling review: a labeling review did not reveal any anomalies as it states: lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief, tissue reaction to implanted materials can occur, undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and persistent pain at the ipg or lead site are known risks with the use of spinal cord stimulation (scs). Investigation conclusion: based on a thorough review of the reported complaint, this investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that while undergoing trial the patient was experiencing rib stimulation at end of trial and noticed that one of the cables was disconnected. The patient was also experiencing rash from the tape. The patient completed the trial procedure. Additional information stated that the facility disposed of devices.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc231670e0. Model: sc-2316-70e. Serial: (B)(6). Batch: 7097534. UDI: (B)(4).

Event description:
It was reported that while undergoing trial the patient was experiencing rib stimulation at end of trial and noticed that one of the cables was disconnected. The patient was also experiencing rash from the tape. The patient completed the trial procedure.